Event description:
It was reported that on (B)(6) 2023, a transcatheter aortic valve implantation (tavi) procedure went ahead as planned to implant a 25mm navitor valve using a small flexnav delivery system. There was sufficient calcium to allow anchoring of the device in the opinion of the user. The procedure was a transfemoral approach and no issues were noted with the right and left femoral access at the start of the procedure. No predilatation balloon was performed. Patient had a non-abbott catheter in the non coronary cusp and wire access was obtained in the left ventricle with a another non-abbott catheter. A straight coronary wire was exchange for a extra small curl non-abbott catheter, that was inserted into the left ventricle. The 25mm navitor valve was loaded into the small flexnav delivery system and inserted into the patient, progressed through the vasculature, and across the annulus with no cardiac rhythm changes. The deployment of the navitor commenced and at 80% deployed, the patient remained hemodynamically stable. Full deployment of the valve was continued and the valve looked in an optimal position with good implant height of 3mm. The valve was deployed fully and it was noted on aortogram that there was paravalvular leak anteriorly on the echocardiogram. A post dilatation balloon was performed with a non-abbott device . The patient's paravalvular leak improved to trace leak. Patient remained hemodynamically stable and transcatheter heart valve functioned as expected. Surgical team began to close the peripheral vascular access in the left and right femoral artery. On taking the final femoral angiogram of the legs it was noted that the right femoral artery had a dissection at the access point of the vessel that resulted into active bleeding. Contralateral access was still insitu and a femoral angioplasty procedure commenced. A non-abbott device stent was implanted in the right femoral artery with effective occlusion of the dissected artery. The patient had a blood transfusion. Patient was transferred to recovery and at the time of report remains stable.

Manufacturer narrative:
An event of paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a transcatheter aortic valve implantation (tavi) procedure went ahead as planned to implant a 25mm navitor valve using a small flexnav delivery system. There was sufficient calcium to allow anchoring of the device in the opinion of the user the procedure was a transfemoral approach and no issues were noted with the right and left femoral access at the start of the procedure. No predilatation balloon was performed. Patient had a non-abbott catheter in the non coronary cusp and wire access was obtained in the left ventricle with a another non-abbott catheter. A straight coronary wire was exchange for a extra small curl non-abbott catheter, that was inserted into the left ventricle. The 25mm navitor valve was loaded into the small flexnav delivery system and inserted into the patient, progressed through the vasculature, and across the annulus with no cardiac rhythm changes. The deployment of the navitor commenced and at 80% deployed, the patient remained hemodynamically stable. Full deployment of the valve was continued and the valve looked in an optimal position with good implant height of 3mm. The valve was deployed fully and it was noted on aortogram that there was paravalvular leak anteriorly on the echocardiogram. A post dilatation balloon was performed with a non-abbott device . The patient's paravalvular leak improved to trace leak. Patient remained hemodynamically stable and transcatheter heart valve functioned as expected. Surgical team began to close the peripheral vascular access in the left and right femoral artery. On taking the final femoral angiogram of the legs it was noted that the right femoral artery had a dissection at the access point of the vessel. Contralateral access was still insitu and a femoral angioplasty procedure commenced. A non-abbott device stent was implanted in the right femoral artery with effective occlusion of the dissected artery. The patient had a blood transfusion. Patient was transferred to recovery and at the time of report remains stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.